Event description:
Patient bed discovered to be wet around PICC line. Line cleaned, connections checked and tightened. Continued leaking and blood flow back observed around t-connector. Vad (vascular assist device [team]) called to replace. Cracking of non-luer lock end of t-connector noted. T-connector: smallbore extension set; ref 471960, product code et06s, brand braun.